Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations no manufacturing related root cause was determined. It should be noted that, according to the physician, the complaint event most likely occurred due to protamine injection.

Event description:
The pk papyrus us covered stent system was chosen for the treatment of a perforation in the mid rca. After the successful placement of the pk papyrus it was noted that the vessel has been closed.